Event description:
The user facility reported that a 66-year-old male patient implanted with the impella 5.5 for mechanical circulatory support experienced positioning issues with their device. The device displaced into the aorta after repositioning of the pump was attempted. The impella was unable to re-cross the valve and had to be explanted as a result. There was no harm reported to the patient.

Manufacturer narrative:
The investigation into the reported pump positioning issue was completed. The device was returned for evaluation. There were no documented issues related to returned device found during the investigation. Based on the available information, the root cause of the positioning issue was determined to be use related per the clinical details. This report is being filed as part of a retrospective review of historical records.